Event description:
It was reported that the inflatable penile prosthesis (ipp) device is not working. It was found via MRI that there was a fluid leak from the pump due to a connection issue. There have been no patient complications as a result of this event.